Event description:
As reported by our (B)(6) affiliate, a transient left bundle branch block (lbbb) occurred after bav and a complete heart block was found post procedure. A permanent pacemaker (ppm) was implanted on post operative day (pod) 8. Initially, the patient was in normal sinus rhythm (nsr) before the tavr procedure. Post bav the patient experienced a lbbb and backup pacing was performed at 70ppm. The 26mm sapien xt valve was deployed 40:60 aortic/ventricular. The lbbb remained after implantation and backup pacing was performed at 70ppm. The blood pressure was in the 90¿s mmhg. After the procedure, a temporary pacemaker was inserted and the patient left the operating room. Post procedure, the patient had a complete heart block and a ppm was implanted on pod-8.

Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to (B)(4) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause of the reported transient lbbb after bav cannot be confirmed; however, it is possible that the bav procedure itself may have contributed to the event. There is no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.